Event description:
Customer reportedly obtained results of 338 mg/dl, and 66 mg/dl on the same device within 10 minutes. Customer reports eating and drinking juice after receiving the 66 mg/dl result. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.